Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead impedance in bipolar measured less than 100 ohms historically and then greater than 3000 ohms. There was no atrial capture at 5 v. Uni- polar pacing impedance was approximately 280 ohms with temporary pacing at 5 v. The system was programmed to 2.0 v and the atrial polarity was changed to the unipolar configuration.